Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip is filed under a separate medwatch report number.

Event description:
This report is filed for a clinically significant atrial septal defect. It was reported that this was a mitraclip procedure treating severe degenerative mitral regurgitation (mr). The patient presented with an anterior leaflet 3 (a3) and posterior leaflet 3 (p3) prolapse and flail. One mitraclip (cds0501 80814u177) was placed at the a3/p3 medial scallop. Post deployment, clip movement was noted and the clip detached from the posterior leaflet, while remaining attached to another leaflet (single leaflet device attachment-slda). As treatment, a second mitraclip (xtr) was placed lateral to the first clip to capture the flail and stabilize the first clip. The mr was reduced to moderate. At the end of the case, a large, clinically significant atrial septal defect (asd) was noted which will be addressed during post-procedure follow-up. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of cardiac perforation (atrial perforation) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.